Event description:
Clinical study. Same case as 6000089-2006-02075. It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and expired. The lesion being treated in the index procedure was a 2.6mm, 100% stenosed, 41mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with predilatation and successful placement of two taxus liberte' (2.25x20mm & 2.75x32mm) overlapping study stents in the target lesion. There were no reported complications. The patient was discharged 4 days later on aspirin and plavix. Five days after the initial procedure, the patient experienced a mi and expired. Additional information has been requested. This product is only ous approved but, it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.